Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. In 2007, an unknown size taxus express2 stent was implanted in the proximal left anterior descending (lad) artery. The patient remained on aspirin and had stopped taking plavix over a year ago. In (B) (6) 2010, the patient was seen by his physician for a routine check up and all was `fine". The following day the patient presented emergently through the e.r. With stent thrombosis, which was detected angiographically. The patient was treated with thrombectomy and angioplasty. No further patient complications were reported. Patient status reported as "stable ".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).